Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a communication error during startup. The evaluation of received device logs shows that the reported technical error occurred on january 25, 2021. During simulated use test ventilation with the returned control printed circuit (pc) board installed in a reference ventilator, pre-use check succeeded and simulated use test ventilation without any problems encountered. The ventilator was turned off/on several times without errors. If the reported fault condition occurs during ventilation, ventilation will stop. The error will be detected at startup and during ventilation and will be reported through audio-visual alarms and the generated technical error codes. The conclusion in this matter is that the reported problem was confirmed from the device logs/problem description but could not be reproduced during simulated use test ventilation. The monitoring pc board was unable to communicate with the control pc board, possibly due to a temporary glitch, but this cannot be confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).